Event description:
It was reported that the patient presented to the hospital experiencing syncope. The physician attempted to interrogate the implantable cardiac monitor and an error message was displayed. The device exhibited the same results with four other programmers. The patient had been lost to follow up. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Based on record review, it was determined that this record had not previously been filed as an MDR. (B)(4). Final analysis found a battery anomaly had contributed to the reported anomalies.